Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("surgeon perforated one of her tubes when the implantation was first attempted") and pregnancy with contraceptive device ("despite having the essure device implanted, plaintiff still became pregnant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2013, the patient had essure inserted. In 2013, the patient experienced fallopian tube perforation (seriousness criterion medically significant) and complication of device insertion ("surgeon perforated one of her tubes when the implantation was first attempted"). On an unknown date, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant), menometrorrhagia ("irregular and extended menstrual cycle") and abdominal pain lower ("intense cramping"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. At the time of the report, the fallopian tube perforation, complication of device insertion, pregnancy with contraceptive device, menometrorrhagia and abdominal pain lower outcome was unknown. The pregnancy outcome was not reported. The reporter considered abdominal pain lower, complication of device insertion, fallopian tube perforation, menometrorrhagia and pregnancy with contraceptive device to be related to essure. The reporter commented: plaintiff never experienced irregular and extended menstrual cycle as well as intense cramping prior to undergoing the essure procedure. Plaintiff had to have a revision done because the surgeon perforated one of her tubes when the implantation was first attempted. Plaintiff was forced to wait a month before the implant could be reinserted. Incident no lot numb:ER or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('surgeon perforated one of her tubes when the implantation was first attempted/ claiming perforation: fallopian tubes') and pregnancy with contraceptive device ('despite having the essure device implanted, plaintiff still became pregnant/ claiming pregnancy: birth - complication') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2013, the patient experienced fallopian tube perforation (seriousness criterion medically significant) and complication of device insertion ("surgeon perforated one of her tubes when the implantation was first attempted"). On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced menometrorrhagia ("irregular and extended menstrual cycle"), abdominal pain lower ("intense cramping") and dysmenorrhoea ("dysmenorrhea (cramping)"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, complication of device insertion, pregnancy with contraceptive device, menometrorrhagia, abdominal pain lower and dysmenorrhoea outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, complication of device insertion, dysmenorrhoea, fallopian tube perforation, menometrorrhagia and pregnancy with contraceptive device to be related to essure. The reporter commented: plaintiff never experienced irregular and extended menstrual cycle as well as intense cramping prior to undergoing the essure procedure. Plaintiff had to have a revision done because the surgeon perforated one of her tubes when the implantation was first attempted. Plaintiff was forced to wait a month before the implant could be reinserted. Claiming pregnancy: birth - complication but not specified diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: result: perforation. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received : reporter information, product indication updated. Event added- dysmenorrhoea. Lab details added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('surgeon perforated one of her tubes when the implantation was first attempted/ claiming perforation: fallopian tubes') in a 22-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included hypertension. Concomitant products included ibuprofen, ibuprofen (motrin), medroxyprogesterone acetate (depo provera) and sertraline hydrochloride (zoloft). On (B)(6) 2013, the patient had essure inserted. In 2013, the patient experienced fallopian tube perforation (seriousness criterion medically significant) and complication of device insertion ("surgeon perforated one of her tubes when the implantation was first attempted"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia"), pelvic pain ("lower pelvic region pain") and abdominal pain ("abdomen pain"). In (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("despite having the essure device implanted, plaintiff still became pregnant/ claiming pregnancy: birth - complication/pregnancy (no complication)"). On an unknown date, the patient experienced menometrorrhagia ("irregular and extended menstrual cycle"), abdominal pain lower ("intense cramping") and depression ("depression") and was found to have white blood cell count abnormal ("abnormal white blood count") and stool analysis abnormal ("unable to digest food"). Essure treatment was not changed. At the time of the report, the fallopian tube perforation, complication of device insertion, pregnancy with contraceptive device, menometrorrhagia, abdominal pain lower, dysmenorrhoea, vaginal haemorrhage, menorrhagia, depression, white blood cell count abnormal, stool analysis abnormal, pelvic pain and abdominal pain outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain, abdominal pain lower, complication of device insertion, depression, dysmenorrhoea, fallopian tube perforation, menometrorrhagia, menorrhagia, pelvic pain, pregnancy with contraceptive device, stool analysis abnormal, vaginal haemorrhage and white blood cell count abnormal to be related to essure. The reporter commented: plaintiff never experienced irregular and extended menstrual cycle as well as intense cramping prior to undergoing the essure procedure. Plaintiff had to have a revision done because the surgeon perforated one of her tubes when the implantation was first attempted. Plaintiff was forced to wait a month before the implant could be reinserted. Claiming pregnancy: birth - complication but not specified descripensy noted in date of insertion: (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: unilateral occlusion (right tube occluded), perforation (fallopian tube). Imaging procedure - on (B)(6) 2013: result: perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-mar-2020: pfs received: new events were added: abnormal bleeding(vaginal), menorrhagia, depression, abnormal white blood count, unable to digest food, pelvic pain, abdomen pain. Event onset date, patient history, concomitant drugs and lab data were added. Reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("surgeon perforated one of her tubes when the implantation was first attempted") and pregnancy with contraceptive device ("despite having the essure device implanted, plaintiff still became pregnant") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2013, the patient had essure inserted. In 2013, the patient experienced fallopian tube perforation (seriousness criterion medically significant) and complication of device insertion ("surgeon perforated one of her tubes when the implantation was first attempted"). On an unknown date, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant) and experienced menometrorrhagia ("irregular and extended menstrual cycle") and abdominal pain lower ("intense cramping"). At the time of the report, the fallopian tube perforation, complication of device insertion, pregnancy with contraceptive device, menometrorrhagia and abdominal pain lower outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain lower, complication of device insertion, fallopian tube perforation, menometrorrhagia and pregnancy with contraceptive device to be related to essure. The reporter commented: plaintiff never experienced irregular and extended menstrual cycle as well as intense cramping prior to undergoing the essure procedure. Plaintiff had to have a revision done because the surgeon perforated one of her tubes when the implantation was first attempted. Plaintiff was forced to wait a month before the implant could be reinserted. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.